Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Title unknown/ not provided. First/given name: unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
According to device inspection, a fractured screw was identified stuck inside the implant. Upon follow up with the customer, they confirmed knowing about the screw fracture, which is why they used the trephine to remove it.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An 3i t3â® ex hex tapered implant 5 x 8.5mm (boet585) and unknown biomet screw were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage, excessive bone/debris and a fracture on the threads and a screw fractured (screw inside implant). Device history record (DHR) review could not be performed, as the lot number associated with the reported unk screw product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information unknown biomet screw. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.